Event description:
Caller reported mobile system blood glucose results of 33.2 mmol/l, hi, which on the system indicates a result in excess of 33.3 mmol/l, and 6.3 mmol/l within 10 minutes. Caller stated the customer took insulin after getting the result of 33.2 mmol/l. The amount of insulin was not determined. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.